Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an adjustable band procedure, after the band placed around the stomach, the surgeon noticed that the band was torn and some saline fluid was leaking from the balloon. The surgeon replaced the band with a new one. There was no patient consequence.